Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed. The biomed isolated the issue to the kvm switch; the kvm switch wasn¿t allowing for the audio signal to pass through to the speaker. When the switch is removed and the speaker is connected directly to the computer, the speaker worked as expected. A philips technical consultant (tc) went to the customer site, and repaired the problem with the kvm switch, and the speaker was then functioning. Based on the information available and the testing conducted, the cause of the reported problem was a faulty knm switch. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that the customer biomedical engineer (biomed) reported a "speaker malfunction" inoperative (inop) message appeared on the pic ix surveillance (surv) in tower 3, 4th floor; the staff was monitoring the screen 24/7, issue started on (B)(6)2025. The staff can see waveforms and monitor patients, however, there was no sound from the speaker. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.